Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, a definitive cause for the reported retraction problem and filter migration could not be determined. In this case, the reported difficulty retrieving the filter resulting in the migration may be the result of an excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter, and during the attempt to remove, the filter migrated distally on the barewire. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right carotid artery. The nav6 embolic protection system (eps) was deployed at the target lesion however during retrieval, the filtration element migrated off the barewire. The filter was able to be retrieved with the retrieval catheter with resistance noted. The eps was removed and a new one used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.